Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, implantable tachy lead, (B)(6) 2009; 4076, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and had early battery depletion. It was also reported that the left ventricular (lv) lead had moved from its location to an area where the lead would not work. The device was explanted and replaced and the lead was capped and not replaced. No patient complications have been reported as a result of this event.